Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No nonconformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. However, the review of the erp system status has shown that this particular lot is blocked under delivery stop # (B)(4) as it was during a demonstration it was detected that the product sleeve is unable to go through accurately. This ds was related to the sleeve/aiming arm connection, not to the sleeve/nut connection; therefore, it is unlikely that the ds did contribute to this complaint. However, a final conclusion is not possible without having the material. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfn-a (trochanteric fixation nail - advanced) procedure, the nail and helical blade had been successfully inserted. When the release button was pushed to remove the blade/screw guide sleeve and the buttress compression nut, the nut would not unthread from the blade/screw guide sleeve and was jammed. The surgeon hit the compression nut with a mallet, and then was able to remove the blade/screw guide sleeve from the patient. The guide sleeve and compression nut remain stuck together. There was no reported patient harm, no fragments generated, and no reported surgical delay. There are two devices involved in this complaint. Concomitant devices reported: unknown tfn-a nail (part # unknown, lot # unknown, qty. 1) and unknown helical blade (part # unknown, lot # unknown, qty.1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The complaint condition is confirmed as the buttress compression nut (bcn) and guide sleeve were received assembled together and could not be separated due to binding of the interacting threads. The damaged threads of the guide sleeve were identified as the reason why the two instruments do not thread as intended. The bcn is fully functional until the point of the damaged threads and was determined to have not contributed to the complaint condition. A dent of this nature is inconsistent with use as recommended and indicative of impact with another device or object. However, as the conditions at the time of the damage are unknown a root cause could not be definitively determined. A device history record review, device inspection, functional test, and drawing review were performed as part of this investigation. Device history record review for part # 03.037.017, lot # 953334: this particular lot is blocked under delivery stop (ds) as it was detected that the product sleeve is unable to go through accurately. This ds was related to the sleeve/aimining arm connection, not to the sleeve/nut connection, therefore it is unlikely that the ds did contribute to this complaint and upon receipt of the devices it was confirmed that this issue did not cause the complaint condition. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The blade/screw guide sleeve is connected to an aiming arm via a locking clip and the buttress compression nut. This provides a cannula to target the oblique hole of the tfna nail.the buttress compression nut and guide sleeve were received assembled together and could not be separated due to binding of the interacting threads. The binding was determined to be due to indents on the threaded region of the guide sleeve. These indents are located between 62mm to 67mm from the proximal edge of the guide sleeve. The balance of the device shows additional small indents on the threads and proximal end of the device which are not impairing the function of the device. The buttress compression nut was found to rotate freely on the guide sleeve until reaching the dented area. Thus, it was determined to have not contributed to the complaint condition. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. It was observed that the red color coding is missing from the guide sleeve. Corrective and preventative action (CAPA) has already addressed this issue and it would not impact the reported complaint condition as it would not impact fit with the buttress compression nut. Based on the date of manufacture the relevant drawings were reviewed. The major thread form on the returned guide sleeve measured in several locations exceeds specification of max. CAPA and recall were already initiated to address this issue and it was determined to not have resulted in the reported condition. In conclusion, during the investigation no unaddressed product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.